Manufacturer narrative:
The investigation for the pump not detected has been completed. In the case start wizard at step three, the pump connection was most likely not recognized, or the white catheter plug was not completely inserted into the automated impella controller, so after 20 seconds, epm was reset automatically. After the epm reset, the pump connection was still not recognized. This confirmed the reported failure mode. This could be most likely due to the crystal issue on the impellatronic (epm) board. Then the user pressed the next soft button, so the console displayed ¿connect cable: detecting impella screen¿ and ¿connect cable: connect grey connectors screen.¿ this console was tested after arriving in field service. The reported failure modewas reproduced 2/5 times. The console could not recognize the optical test pump connection. The i2c data signal was missing during the unsuccessful attempts. Upon replacing the original impellatronic board with the known good, they were unable to reproduce the reported failure mode. The root cause for not recognizing the pump connection was impellatronic malfunction.

Event description:
The complainant reported that the console does not recognize the pump. The automated impella controller was removed from service. There was no patient involvement.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.